Event description:
Initial vancomycin result of <1.0 ug/ml. Same sample repeated gave result of 6.6 ug/ml. Same sample was repeated again a third time and recovered 6.0 ug/ml. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.